Event description:
Reportedly, the user was involved in a car accident after which the hearing performance with the device was affected and an implant failure was alleged. Therefore the clinic has decided to perform re-implantation immediately.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user was involved in a car accident after which the hearing performance with the device was affected and an implant failure was alleged. Therefore the clinic has decided to perform re-implantation immediately.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage to the coil interface and the active electrode, due to excessive mechanical stress to it, likely caused by the reported car accident. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.